Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted in their left eye and at the week 1 follow up the device was eroded. Device was removed. No other patient injury occurred and another xen was inserted.